Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was implanted via v-p shunt to (B)(6) female with sah on (B)(6). The initial setting was 5. Three days after implantation, the ventricular catheter was found to have fallen off from the ventricle. The revision was performed on (B)(6) 2016, and the device was replaced with the competitor's one (polaris). The setting of the removed device was 5. The patient is currently being monitored. The surgeon, who usually uses polaris, commented that polaris has a chamber-like part near a burr hole, which serves like a weight to avoid a catheter from falling off, but certas does not have such a design and this difference might have contributed to the event in this case. On (B)(6) 2016 per affiliate, addition of lot numbers. On (B)(6) 2016 per affiliate: we obtained the information about the ventricular catheter in question for (B)(4). Could you please add the following in etq? Part #: ns9001 lot # : ctkbcw".